Event description:
Council reported that on or about early 2007, plaintiff underwent neuro-surgical procedure, and the surgeon utilized an intervertebral disc rongeur, which broke and a piece of the metallic rongeur lodged in patient's spine. Patient suffered significant injury as a direct and proximate result of the rongeur piece lodging and migrating in her spine including but in known way limited to, neurologic injury, drop foot, decreased feeling and sensation in both legs, severe pain, suffering, mental anguish, the rigors of additional hospitalizations, additional surgeries, the costs of all the forgoing, permanent scarring, loss of income, loss of enjoyment of life, and loss of quality of life. Patient will further endure severe pain, suffering, mental anguish and the rigors of additional hospitalizations, additional surgeries, and the cost of all the foregoing, loss of income, loss of enjoyment of life, and loss of quality of life for the remainder of her natural life.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. It is also not clear if the device is even a codman product. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot info does becomes available and, if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.